Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient had a bladder infection when they were in their second visit to the doctor. The patient stated that it cleared up and had gotten better since then. The patient stated it was an annoyance to be so careful to make sure that they don't knock the leads loose. It was noted that the trial began on (B)(6) 2018. No further complications were reported.